Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted lap band removal surgical procedure , the customer contacted the technical support engineer (tse) and reported they are getting error m-02 on erbe generator. The tse confirmed m-02 error in the logs. The tse walked customer through power cycle of erbe with no change. The tse walked caller through disconnection of all cables out of back of erbe and waiting two minutes and then connecting only the power cable and error persisted. The three energy activation/foot pedal cables are still disconnected from back of erbe. The customer stated they do have force triad generators on site and the valley lab energy activation cable and customer disconnected call to locate force triad generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter responded there was a procedure delay of 10 mins. The reporter confirmed the procedure was completed robotically using a backup generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting m-02 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi), field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit (iesu) generator to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The complaint regarding m-02 errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit generator was abandoned after the start of the procedure due to m-02 errors and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
The failure analysis (fa) investigations confirmed and reproduced the customer reported failure of m-02 errors. The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The iesu did trigger error m-02 during evaluation. The visual inspection showed the iesu was in good condition.